Event description:
This was a spontaneous report from a (B) (6) female consumer reporting on herself. The consumer reported that she used three patches of bengay moist heat therapy (no active ingredient) where one patch was applied for five hours and two were applied for four hours beginning on (B) (6)-2009 for a back problem along the left side and problems with her hip and leg on the other side. On (B) (6)-2009, consumer reported that she was severely burnt on her hip and leg a short time after product use. Also, she mentioned that she was in a lot of pain. The consumer treated the events with neosporin cream and dial soap. On (B) (6)-2009, product use was discontinued. As of (B) (6)-2009, the outcome of the events was reported as not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event. See scanned page.